Event description:
There was no allegation of a product malfunction; however, a product malfunction was indicated by therm request of the therapy pca part number. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.